Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, the type 1b endoleak from right iliac artery and secondary endovascular procedure events were confirmed. Additionally, a persistent type 1a endoleak and a type 2 endoleak (non -device failure) from the lumbar artery were identified. These events are most likely anatomy related due to heavy calcium around the landing zone extending and hostile neck anatomy. The final patient status was reported being stable. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. Approximately three (3) years post initial procedure, the patient presented with a leak in the limb area (classified as a type ib endoleak) as detected by CT (computed tomography) scan. The physician elected to treat the patient by implanting an ovation ix iliac limb on (B)(6) 2020. As of date, there have been no additional patient sequelae reported. Additional information: note: this patient had a previous reported event under 3008011247-2018-00081 for a type 1a and 2 endoleaks that was treated with palmaz (non- endologix) bare metal stent and an ovation ix extender. During the clinician assessment, a persistent type 1a endoleak and type 2 endoleak (non - device failure) from the lumbar artery were identified. The final patient status was reported to be stable.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Devices remain implanted in patient.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. Approximately three (3) years post initial procedure, the patient presented with a leak in the limb area (classified as a type ib endoleak) as detected by CT (computed tomography) scan. The physician elected to treat the patient by implanting an ovation ix iliac limb on (B)(6) 2020. As of date, there have been no additional patient sequelae reported.